Event description:
During automatically devicecheck the julian displayed failure in teststep 18; after add'l start-up the devicecheck passed successfully. During anaesthesia-induction the julian shuttled down, the device was changed, no pt injury reported.